Event description:
The customer reported elevated troponin I (accutni) results for five patients, within the risk stratification range, involving unicel dxl 800 access immunoassay system. This report refers to patient number five. The customer stated the five patient samples were retested on another dxl 800 system and produced results within the normal reference range. Other clinical data suggested no cardiac issues. The customer stated patient samples were tested at another laboratory with an unknown model access system and produced normal results. The elevated results were released out of the laboratory and questioned by the physician. There has been no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) went to the facility and assessed the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit at the facility on (B)(4) 2008. The fse performed system check and discovered one high flier. The fse performed hi-sen foam testing with multiple fliers. The fse discovered peri-pump tubing was worn and damaged, and replaced the tube. The fse successfully completed hi-sen foam testing and verified the unit conformed to the manufacturer's specification. The system was returned to normal operation. The customer pulled the last 20 patient samples that were tested and noted 17 had elevated troponin I values. The customer stated values were in the area between 0.1 ng/ml to 0.3 ng/ml. A specific value provided was troponin result of 0.52 ng/ml. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for additional reportable events. This medwatch report is related to mdrs: 2122870-2011-02287, 02288, 02289, 02290.